Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there was no cause of the ins being too shallow, it was just originally implanted too shallow. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the ins was implanted a little shallow and directly under the patient¿s belt line. The rep reported that this caused discomfort and ultimately decided to revise the pocket. The rep reported that the hcp implanted the battery a little deeper and moved the pocket up above her belt line. The issue was resolved. No further complications were reported.